Event description:
It was reported that during a colostomy take down procedure, the device tore with the surgeon's arm in it. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 02/21/2008. Info anticipated, but unavailable at this time.